Manufacturer narrative:
An impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was received for investigation. Visual inspection of the as returned product identified signs of wear from use in the form of residue coating of the implant's exterior, but no other signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the events. The returned implant's dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. Pre-existing conditions were noted on the per and include the patient's reported type iii low-density bone. The reported device was located on tooth # 16 (fdi notation) and was used for approximately 1 year. Pictures or x-ray images of the implant site were not provided to evaluate the bone loss. Device history record (DHR) review was completed for the subject lot number (63899894). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. PMA/510(k) product k011028 and k013227.

Event description:
It was reported that the implant placed in dental site 16 was removed due to peri-implantitis. No other implant was placed during the surgery.